Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, while closing the instrument, the detachable head assembly would not connect with staple housing properly. It was not reported which device was used to complete procedure. There were no adverse consequences for the pt.